Event description:
Pfs alleges metallosis, infection following revision with multiple procedure to removed tissue and clean infection. In addition to what were previously reported in the medical records it was indicated that there was an infection in the right hip "that the surgeon had to open up the femur to get the stem out. They subsequently reattached the femoral pieces together. They filled the cavity with antibiotic-impregnated methyl methacrylated". Doi: (B)(6) 2007 , dor: (B)(6) 2013 , right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. There were no new allegation reported from ppf. After review of medical records, operative note reported of pseudotumor, infection, instability and hematoma. Clinic visit on (B)(6) 2012 reported of large amount of bloody drainage from the wound and partial wound dehiscense. Doi: (B)(6) 2007 (cup/stem); doi: (B)(6) 2012 (liner/head/apex hole eliminator) - dor: (B)(6) 2012 (right hip) third revision. Please see (B)(4) (first revision) and (B)(4) (second revision) right hip.